Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, episodes of inadequate anti-tachycardia pacing (atp) were observed on the device. In one episode, it was noted that the atp accelerated the patient's arrhythmia, which was then terminated with high voltage (hv) therapy. No intervention has been performed at this time. The patient was stable and will continue to be monitored.